Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient alert. Device interrogation revealed high, out of range high voltage lead impedance. The patient notifier was programmed off and the patient will be monitored via merlin.net.